Event description:
It was reported that both increased and decreased defibrillation impedance was observed on the device and the right ventricular (rv) lead with serial number (B)(6). Rv lead damage was suspected but was not confirmed visually. During revision, the rv lead and device were explanted. Damage was observed on the right atrial (ra) lead. The ra lead was explanted. During the same procedure, an attempt was made to explant a previously capped inactive rv lead with serial number (B)(6). Following attempted explant of the capped rv lead, the patient had low blood pressure. A thoracotomy and resuscitation were performed. The patient passed away following the procedure. Additional information was requested but was not yet available. Related manufacturer reference number: 2017865-2023-51144, 2017865-2023-51146, 2017865-2023-51147.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. No anomalies were noted.